Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) after experiencing an elevated blood glucose (bg) level above 600 (mg/dl) and ketones. Novolog and lantus were used to address bg levels prior to ER visit. While in the ER the customer was treated with intravenous fluids. The customer was released 3 hours later when bg levels dropped to 340 (mg/dl) and were still decreasing. Reportedly, the customer was feeling better and reverted to injections temporarily for insulin therapy.